Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set cannula was accidentally pulled out by the patients underwear event occurred on 02-apr-2026. This led to high blood glucose level with presence of ketones and diabetic ketoacidosis and was treated with pen.